Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure - shielding failure with lot #5188452 regarding item #381423 no quality issues or process deviations were found. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information

Event description:
Our endo department came across a defective 22ga autoguard this morning. The needle on it would no retract all the way back into plastic piece. Customer response on (B)(6) 2026: when you pressed the button, did the needle fully retract: no. Did the needle retract slower than normal: unknown. Did the needle start retracting and then stop, leaving the needle exposed: yes. Did the needle not move at all after pressing the button: no. Did the button depress: yes. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.